Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date reportedly a broke. No further information available for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and reviewed; the investigation findings was reported as follows: the measurable dimensions were found to be in compliance with the technical drawings and ao/asif specification. No product fault could be detected. A review of the device history record revealed no complaint related anomalies.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date reportedly a drill bit broke. No further information available for this event. This is report 1 of 1 for this event.

Manufacturer narrative:
Information left out in description in error.